Manufacturer narrative:
Initial reporter address 1 - (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon several inflations. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.